Manufacturer narrative:
The nosecone was detached from the ruby coil detachment handle (handle). Evaluation of the returned device confirmed that the handle nosecone was detached from the handle. The nose cone was reattached to the handle. The handle was functionally tested and passed without an issue. Therefore, the handle was deemed functional. The root cause for the detached nose cone could not be determined. Handles are 100% functionally tested during incoming inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using a ruby coil detachment handle (handle). During the procedure, the physician deployed a ruby coil in the target vessel and attempted to detach it using the handle. However, upon opening the handle packaging, the hospital staff noticed that the handle nose cone where the coil pusher assembly is inserted was broken off and loose in the sterile packaging. The broken nose cone was found prior to use and therefore the handle was not used in the procedure. The physician successfully detached the ruby coil using a new handle and the procedure was completed at that point.